Event description:
It was reported, that: spring at the front of the oxford slap hammer (extractor) broke during cleaning/sterilization. Patient involvement - no further outcome.

Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. Complaint summary: the product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a photograph, review of the device history records, and a complaint history search. A review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. A review of the photograph provided confirms the spring has fractured, the slap-hammer is showing signs of use which is most likely due to the length of time in the field (approximately 9 1/2 years). A review of complaint history identified 15 additional similar complaints about the reported item and no additional complaints about the reported item and lot combination. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. It has been confirmed that the instrument is not within the scope or subject of any field actions or recalls which could be attributed to the reported events. The likely condition of the device when it left zimmer biomet is conforming to the specification. The product has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. However, the wear and tear may have been a contributing factor. IFU review: precautions - note 8. Intra-operative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spring at the front of the oxford slap hammer (extractor) broke during cleaning/sterilization.